Event description:
Pt underwent maxillomandibular fixation, segmental mandibulectomy from the right mandibular parasymphyseal region, mandibular reconstruction with 2.4mm locking recon plate, fistulectomy, rotational flap right cheek. Post-op findings were pathologic fracture of the right mandibular body with extensive mandibular necrosis of the right mandibular body and indurated tissue of the right cheek. Five months post-operative, pt underwent debridement of irradiated wound of the neck, exchange of hardware on the mandible, reconstruction of the cheek with rectus muscle free flap, split thickness skin graft, fasciocutaneous rotational flap. The plate was removed in one piece, sent to sterilization then returned to the operating room to be re-implanted in the pt. Thirty-two months later, pt was returned to the operating room for removal of hardware due to infection and mandibular reconstruction. Another of the same plate was implanted with dbm bone graft.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.